Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason. Additional information confirmed that the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement. The implantable pulse generator (ipg) was approaching end of service. Following this, the patient elected to proceed with surgery, during which the ipg was successfully removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was not released and will not be returned."

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device nhl, pjs.